Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 4 clips in one cartridge were found broken during usage on the patient. The other 4 clips were found broken prior to the patient after opening the package. These 2 cartridges were used for the same one patient.

Event description:
It was reported that 4 clips in one cartridge were found broken during usage on the patient. The other 4 clips were found broken prior to the patient after opening the package. These 2 cartridges were used for the same one patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g1800863 was manufactured on 07/30/2018 a total of (B)(4) pieces. Lot was released on 08/10/2018. DHR investigation did not show issues related to complaint. From the pictures it was unable to be confirmed failure mode reported as "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73g1900111, the samples were functionally inspected, and during the inspection issue reported "broken" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. From the pictures it was unable to be confirmed failure mode reported as "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.